Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that during non-commercial, internal testing at bd, two (2) samples, one from hot and one from cold conditioning, failed dye ingress testing. This report addresses the sample from hot conditioning.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a sterile barrier breach was confirmed but the cause is unknown. Two photographs of packaging, consistent with the implicated statlock PICC plus stabilization devices, were returned for evaluation. The photographs contained failed samples from dye ingress testing. The testing occurred after packing with other components in a non-sterile pouch, simulated distribution testing, and hot and cold conditioning. The cold conditioned sample was labeled c-59 while the hot conditioned sample was labeled h-08. Blue dye was seen within the packaging and was present on the kit components. The infiltration of dye indicated a break in the sterile barrier. The lower corner of the packages, where the side seals and bottom straight seals intersected, was circled on both samples. The circled area likely revealed the area of the leaks. Possible channels were seen in the seals. Two dimensions, which likely corresponded to the seal width, were written on the packages in the lower corner. The dimensions on c-059 were 0.0825¿ and 0.1010¿. The dimensions on h-08 were 0.1255¿ and 0.1180¿. It appeared that the seal width was decreasing as it approached the implicated corner; however, this could not be conclusively confirmed without examination of the physical sample. Both recorded dimensions on the cold conditioned sample (0.1010¿ and 0.0825¿) and one dimension on the hot conditioned sample (0.1180¿) were under the acceptable seal width as outlined in visual standard. However, the seal width in the visual standard is the manufactured width. It is unknown if seal creep occurred during the sample testing and conditioning and if so, how much it affected the seal width. Since there was no inspection of the test samples prior to the test, the root cause of the test failure could not be attributed as a manufacturing defect. Controls are in place at the manufacturing facility to mitigate the occurrence of this type of event. However, because manufacturing could not be 100% excluded, an awareness training was conducted at the manufacturing site. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during non-commercial, internal testing at bd, two (2) samples, one from hot and one from cold conditioning, failed dye ingress testing. This report addresses the sample from hot conditioning. Additional information received: the failure was observed after dye ingress testing was completed, the devices were not ¿used¿ in the field. No patient involvement.